Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the transfer set was not connected tight to patient line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 5. The care giver (cg) stated that the transfer set had a loose connection and he noticed the loose connection after the hc alarmed with the system error. The cg stated that the home patient (hp) is ok and the transfer set is ok, but that he must not have connected the hp correctly. The technical service representative (tsr) explained the alarm and assisted the hp to cycle the power off/on to clear the alarm and then explained to start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient (hp) stated that the issue was resolved by the cg calling the alarm in and ending therapy and finishing with manuals. The cg stated that the transfer set had become loose from the patient line. The cg verified that there were no defects on the supplies. Per cg, the home patient did receive a shot of antibiotic. The cg stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.